Event description:
Complainant alleged that during training by a distributor, the device displayed "pacer disabled," "defib disabled," "pacer fault 116," and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.